Event description:
Boston scientific received information that this patient attended a follow up after becoming unconscious during an ocean swim. The device was checked and revealed that the right atrial lead was intermittently capturing. Further analysis of the rate showed sensor driven pacing likely associated with swimming in the ocean before a sharp decline to the lower rate limit and the patient becoming unconscious. It was not certain weather the intermittent right atrial lead capture contributed to the patient pre-syncope episode during the ocean swim. The device was programmed to unipolar pacing in order to minimize battery current drain while maintaining an adequate safety margin. The system remains implanted.

Event description:
At this time no additional intervention has taken place, the patient continue to be monitored with stress testing and home monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.